Event description:
Customer reported a pt "coded" on machine after an hour into the therapy. The machine after an hour into the therapy. The machine was running a treatment with no alarms. The pt was resuscitated and sent to the ER. The pt is recovering. It was stated that the pt has a history of cardiac related weaknesses. A functional check was performed by the customer with no problems found. A trend file is going to be sent to rtd by the customer and will be attached as soon as it is received.

Manufacturer narrative:
It was reported, the pt has a history of cardiac related weaknesses. The machine was running without alarms when the incident occurred and it is believed that the reported incident was not related to the machine. As a preliminary measure, the machine had operational safety checks performed by the facilities trained biomed tech. It was confirmed that the machine functions normally. The machine has been placed back into service with no add'l issues. The trend file is available and has been sent to the actual MFR for eval. If any pertinent investigation info becomes available from the trend file eval, a f/u report will be filed.